Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "4 false positives drawer b. What confirmatory testing was performed that determined the results were erroneous? Sub culture of 4 bottles, no confirmed positives. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No".

Manufacturer narrative:
H.6. Investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is not related to the instrument after the logs are reviewed. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were not related to the instrument. Complaint history for ¿results¿ was reviewed for the month of february 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "4 false positives drawer b. -what confirmatory testing was performed that determined the results were erroneous? Sub culture of 4 bottles, no confirmed positives. -were any erroneous results reported to the doctors? No. -if yes, were any patients treated based on erroneous results? No. -if yes, did the erroneous treatment have any adverse impact to the patient(s)? No."